Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the screw has fractured at the 2-3rd thread and the fractured portion was not returned. The hex portion of the screw head is damage. Self-tapping screw sample analyzed by scanning electron microscope showed that it fractured due to torsional overload. Energy dispersive x-ray spectroscopy semi-quantitative elemental analysis of the self-tapping screw showed that it was consistent with ti-6al-4v alloy. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that screw broke during implantation. A part of the broken screw was left inside the patient. No further information was available at the time of this report.